Event description:
The event occurred in india. It was stated that the hl20 device displayed the error message "head". The issue was observed during daily checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was stated that the hl20 device displayed the error message ¿head¿. The issue was observed during daily checkup. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2026-02-23. The optical tacho kit was found to be defective and needs to be replaced. The reported failure was already investigated by the getinge life cycle engineering in a similar case. The most probable root cause was determined as a defect sensor on the optical tacho board. It could not generate a signal with the information about the speed/direction of rotation of the pump head, resulting in various possible failures including "head". The review of the non-conformities has been performed on 2026-02-25 for the period of 2023-01-11 to 2026-02-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2023-01-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.